Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the operating room during use in the united states. The user reported that "when the distal tip of the scope is angulated, in view of the papilla with the elevator in the closed (up) position the elevator does not respond to the elevator lever. When the elevator responded, it moved sluggishly. For me to open the elevator to allow the accessory to be passed through, I had to straighten the distal tip and open (lower) the elevator and force the accessory through.", involving a pentax medical accessory model oe-a63, lot 0011070, used with a pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4). A call was made to the pentax medical sales rep on 06-oct-2020, and he confirmed that the malfunction occurred during procedure with no injury or adverse event to the patient reported. Additional information was requested via email on 06-oct-2020 and 30-oct-2020, and the sales rep responded via email on 30-oct-2020, stating that the procedure was for a stent removal and that the physician was able to rectify the stuck elevator in about 20 seconds. The device was used to complete the procedure. The patient status and patient information are unknown.. Although the distal end cap was not returned, the customer owner duodenoscope was received by pentax medical for evaluation on 07-oct-2020. The duodenoscope was inspected by pentax medical service under service order (B)(4) and the unit passed all function testing. The duodenoscope was delivered to the customer on 07-oct-2020 under delivery order (B)(4). The investigation is in-process.